Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with an intermittent button response due to moisture damage on the keypad trace. The pump had a scratched lcd window. No moisture damage was found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer's blood glucose was 184 mg/dl. Customer stated that he cannot program a bolus on it. Customer stated that the alarm came up and it took 3 minutes to clear it. Customer stated that he had to go into cold water yesterday. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.